Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 2/21/2018. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. The lens was observed cut in two parts. Visual inspection using microscope magnification was performed. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to iol removal or explant procedure. There is no evidence to suggest that the complaint lens has been affected by the manufacturing process. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search of the complaint database was performed on (B)(6) 2018 and revealed that no additional investigation request for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a z9002, 23.0 diopter intraocular lens (iol) was explanted and was replaced with a different model lens. The reason for explant was not provided. There was no incision enlargement and no sutures required. There was no patient post-op injury reported. No further information was provided.